Event description:
It was initially reported that an alarm was heard and confirmed by telemetry as critical due to zero ml reservoir volume. It was stated that the pump had been empty since 2011-(B)(6). It was indicated that there was no medical/therapy issues. It was later reported that the patient had a return of spasticity, and that the patient's legs were stuck together. The patient was directed to an emergency room; and the pump was refilled with medication during the hospital stay. A bolus was programmed, and shortly after the patient was feeling a lot better and was able to separate her legs. Drug delivered via the device was baclofen 500mcg/ml.

Manufacturer narrative:
(B)(4).